Event description:
It was reported that the ilet experienced premature battery discharge, with the device charged in the morning and dropping to approximately 25% by midday, and the issue was associated with the battery component; the user also received education on meal announcements and consistent carbohydrate intake during early use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with a battery-related failure, aligning with premature battery discharge of the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.